Manufacturer narrative:
The analysis results found that the device was returned with the blade cracked. Due to the damage to the blade, it was confirmed that the device was nonfunctional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activation and may result in blase "lockout" later in the procedure. Therefore the instructional insert states: "scratches on the blade may lead to premature blade failure".

Event description:
It was reported that during the gastric bypass procedure, the device gave an error tone. A same like device was used to complete the case. There was no patient consequence.